Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that there was a call your doctor icon along with a 006 code. It was noted that the patient kept seeing the splash screen on the patient programmer. It was noted that the patient had an overstimulation sensation. It was noted that the stimulation was up ¿full blast¿ and the patient could not turn it off. It was noted that the stimulation felt like ¿the patient was sticking their finger in a light socket times two.¿ it was noted that the patient was not sure how the stimulation got turned up so high; it was noted that the patient was at a pharmacy and the programmer was in the patient¿s purse. It was noted that the patient was not able to connect with the patient programmer. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v163064, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient received assistance from their healthcare professional (hcp) or manufacturing representative and their concerns were resolved.